Manufacturer narrative:
Product code: ove- intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical dropped head case procedure used: anterior cervical fusion c4-7 (acdf) it was reported that intra-op, when inserting the second cage at c5/6, the screw part of the cage broke. The broken part of the cage was removed immediately and a cage of same size was substituted. The product came in contact with the patient. No patient complications were reported as a result of the event.